Event description:
The reporter stated that the pump does not detect syringe when loaded. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit failed to alert load syringe plunger when the plunger retainer ii was incorrectly loaded due to a nonfunctional short transducer cable. Medex was able to confirm the issue and determine a cause. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.